Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following is recommended: ¿do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.¿ additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
It was reported that on (B)(6) 2021, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprosthesis. The trunk - ipsilateral leg endoprosthesis (rlt261218) was partially deployed and placed at the intended location below the renal arteries. It was stated that the physician pushed a little on the catheter while the ipsilateral leg was still undeployed. After finishing the deployment on the contralateral side and ballooning, the final angiography showed that the rlt261218 landed unintentionally more proximal than intended, partially covering the right renal artery. Since both renal arteries filled rapidly with contrast during angiography, it was decided to complete the procedure without additional treatment. On october 30, 2021, it was reported that the function of the right renal artery was less than before. Therefore it was decided to implant a covered balloon expendable stent in the right renal artery. The patient tolerated the procedure.